Event description:
Patient developed small infiltrate and epithelial defect. The physician examined the patient. There was no active infiltrate and no epithelial defect. The eye appears quiet although has a moderate amount of vascularization temporarily over the original area of where the defect has healed. The pt is no longer on any medications.